Event description:
The customer called and stated that they treated hbg with a manual injection. It was indicated that the paramedics were called to assist them. The customer stated the set was dislodged from their body. It was noted that the customer had given several boluses to treat hbgs and was also instructed by md to treat with a manual injection. The paramedics had treated the customer with an IV. It was verifield that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.